Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed a pinhole leak in the balloon material located 2mm distal to the distal edge of the proximal markerband. A microscopic examination of the markerband and balloon material did not identify any issues which could have potentially contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion location and characteristics are unknown. The physician advanced the 15mm x 2.00mm apex monorail balloon to pre-dilate the lesion. The apex was inflated one time to 10 atms and ruptured. The physician used a different device to complete the procedure. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion location and characteristics are unknown. The physician advanced the 15mm x 2.00mm apex monorail balloon to pre-dilate the lesion. The apex was inflated one time to 10 atms and ruptured. The physician used a different device to complete the procedure. No patient complications were reported and the patient's status is good.